Event description:
It was reported that the implantable neurostimulator (ins) battery voltage was 3.12 with a capacity used at less than 20%. It was confirmed with the manufacturing representative that the ins had been on for at least 15 minutes. The patient had no device or therapy problems and had low settings. The serial number was not displaying on the clinician programmer. The manufacturing representative saw a screen when starting the clinician programmer session that stated that the ins did not have a serial number. The manufacturing representative did not know where to add the serial number. The patient was diagnosed with terminal cancer, a gleo blastoma, and was given 21 months to live. The patient only had weeks left to live. The patient was not concerned about the serial number not being present. The patient ¿probably had a fair amount of mris on the brain.¿ a power on reset (por) message was seen on the programmer. It was further reported that the patient cleared the power on reset (por) a long time ago. The serial number could not be seen on the clinician programmer. No other actions occurred. The device was working fine and the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 748966, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3986a, lot# n164447, implanted: (B)(6) 2011, product type: lead. Product ID: 3986a, lot# n264863, implanted: (B)(6) 2011, product type: lead. Product ID: 3550-09, lot# n060900, implanted: (B)(6) 2006, product type: accessory. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient. (B)(4).